Manufacturer narrative:
(B)(4). The lot was manufactured between september 6, 2011 - september 7, 2011. A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The reporter stated that the device had been filled with 240ml of solution; after 58 hours, 80ml of solution remained in the device. This occurred during infusion. No additional information is available.